Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system issued an urgent low alert indicating hypoglycemia, and the user treated with approximately 15 grams of fast-acting carbohydrates, after which glucose returned to range. Symptoms included no reported clinical symptoms. Outcomes included self-treatment with oral glucose and no need for outside assistance or medical intervention. Investigation included user counseling on urgent low management and a follow-up to assess resolution. Investigation of this case revealed that the event was consistent with hypoglycemia with unclear precipitating factors, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.